Event description:
It was reported to philips that a check vent alarm occurred when the device was turned on in nara sales office prior to delivery to the customer. The device kept operating when the alarm occurred. The device was not in clinical use at the time of the event. There was no report of patient or user harm and no delay in therapy reported due to the event. The philips service technician evaluated the ventilator and confirmed the device had a check vent: primary alarm failed" (diagnostic code, motor speaker fail) occurred in the repair center and occurrence record of the alarm was also confirmed in the event log. The service technician determined that speaker#1 was not sounding and required replacement. The philips service technician replaced the speaker#1 to resolve the issue. The device successfully passed all required testing, and remains at the customer site.

Manufacturer narrative:
B4:(B)(6) 2021. The speaker assembly was returned for failure evaluation. The speaker was tested and the reported complaint was verified. The root cause is the voice coil open in the speaker that created the primary alarm failure.